Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing, impedance, energy output and defib stress testing without duplicating the report. An internal inspectin found no discrepancies. The device was recertified and returned to the customer. Review of the device data logs showed that the device was in manual defib mode and a check pads/poor pad contact messgage was displayed. Followed by the user pressing the charge button and the shock button servieral times. However, with this message present, the device will not deliver energy as an open impdeance has been detected. The user power cycled the device until the device was able to detect an impedance. A set of electrode pads was returned with a high voltage wire disconnected but we cannot definitively say it's associated or if occurred after the fact based on the information we have from the customer.. No trend is associated with reports of this type.